Event description:
During service evaluation of a (B)(6) male pt's electrode belt, a reportable problem was discovered. There were multiple damaged cables. Review of the pt's flags confirmed multiple can comm timeouts. The electrode belt was worn by the pt in the hospital at the time of the pt's passing; however, there is no evidence to suggest that the damaged cables caused or contributed to the pt's death. While monitoring the pt's rhythm, no sustained ventricular arrhythmias were detected.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable and the cable connecting the rear therapy electrode (te) and the distribution node (dn) were pulled from the dn strain relief, damaging internal wires. The cause of the can comm timeout flags is the damaged cables and wires. The root cause of the damaged cable and wires cannot be positively identified but likely occurred during removal of the device. Per zoll medical affairs, while monitoring the pt's rhythm, no sustained ventricular arrhythmias were detected. The pt's electrode belt was disconnected which prevented subsequent monitoring.